Event description:
The reporter indicated that long fibrillation detection was observed.

Manufacturer narrative:
An investigation was concluded and the device was found to be operating as specified and intended. No further action is required.